Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 425mg/dl. Customer indicated that they may have miscalculated their carb intake and ran a correction bolus and that this led to their high. Troubleshooting advised customer to monitor the issue. Customer declined high blood glucose troubleshooting. No further details given.